Event description:
On (B)(6) 2013, pt had left carotid endarterectomy and was discharged on (B)(6) 2013 w/o complications. Pt was readmitted on (B)(6) 2013, for redness and drainage at wound and complaints of nausea, fatigue, and fever. Pt was treated with IV antibiotics. Blood cultures were negative and pt was discharged on (B)(6) 2013. Pt was readmitted on (B)(6) 2013 with complaints of purulent drainage and swelling at incision site. On (B)(6) 2013, pt incision and drainage of stitch abscess. Pt was discharged on (B)(6) 2013 with PICC line for antibiotic therapy.